Manufacturer narrative:
Patient information was unavailable from the site. Correction: initial reporter: (B)(6).

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system functioned as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in an oblique lumbar interbody fusion (olif), the clydesdale being placed in the procedure was noted to be placed one vertebrae higher than intended. Once observed, a ps screw was placed between the l2-l5 vertebrae via a posterior spinal fusion procedure. It was no reported that there was no allegation of deficiency against a medtronic product.

Manufacturer narrative:
Additional information: device manufacture date received.